Event description:
It was reported that the patient had inadequate stimulation due to the lead not being placed in the correct area, it was not perfectly centered, which was confirmed by an x-ray. The patient underwent a lead revision in which the lead was repositioned.

Event description:
It was reported that the patient had inadequate stimulation due to the lead not being placed in the correct area, it was not perfectly centered, which was confirmed by an x-ray. The patient underwent a lead revision in which the lead was repositioned.